Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the left ventricular lead could not be fixed as the steel wire could not be pulled out. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿the steel wire could not be pulled out¿ was confirmed. A complete lead was returned in one piece. Analysis found the connector pin and connector cap were found pulled out of the connector assembly and the inner coil was found stretched consistent with excessive forces during implant procedure. The cause of the reported event was isolated to the bunching of stripped stylet ptfe coating and inner coil.